Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that there was no audio alert. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The patient reported the app displayed low; however, it had not provided an audio alert. The sensor was inserted into the abdomen. The patient was driving at the time of the low message, became disoriented and crashed into a tree. An ambulance was called, the paramedics treated the patient with glucose tablets and glucose gel. The patient declined transportation to the hospital. The continuous glucose monitor (cgm) and blood glucose (bg) values at the time of the event were not provided. The patient reported when she arrived home, her cgm was 70 mg/dl and increased to 100 mg/dl. The patient reported her followers (spouse, sister) had not received alerts when the app displayed low. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.